Event description:
It was reported that the patient had a pump refilled with morphine in 2008. Beginning in the following month, the patient began to have mild stomach upset that got increasingly worse. The patient ended up collapsing and went to the emergency room. It was reported that since, the patient has had multiple hospital, emergency room, and physician visits for stomach pain and an upset stomach. The pump was providing back pain relief that it was implanted for. The physicians are unsure what was causing the stomach pain. The patient has undergone a variety of tests including CT scans and colonoscopy. The patient also received varying diagnoses including pneumonia and vascular abdominal pain syndrome. The patient had severe stomach pain and upset. The patient could not sit up to eat due to the pain. The patient was at home, but was in a "critical state". The patient had an appointment scheduled with the gastro physician. Additional information received reported that the patient continued to experience pain in her stomach and esophagus. The patient was hospitalized. No patient treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.